Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using pod packing coils (pod pcs), non-penumbra coils and a non-penumbra microcatheter. During the procedure the physician successfully implanted four coils in the target vessel using the microcatheter. While attempting to advance a pod pc through the microcather, the physician encountered resistance at the distal tip of the microcatheter; therefore, the pod pc and microcatheter were removed. The procedure was completed using a new non-penumbra microcatheter and another pod pc. There was no report of an adverse effect to the patient.